Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a below-the-knee procedure involving angioplasty and shock wave treatment in the superficial femoral artery, the hub separated from a micropuncture transitionless stiffened cannula access set's outer cannula upon removal of the device from the patient. The left common femoral arterial access site was calcified from multiple prior procedures, and previously placed arterial closure devices were visible. The complaint device was advanced and removed through a previously placed closure device. Resistance was encountered upon removal of the device and the hub separated. A hemostat was used to remove the cannula from the patient and the procedure was completed. An unknown larger sheath was also reportedly difficult to remove from the access site during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, part of the sheath/cannula material remained in the separated hub of the outer cannula. Investigation evaluation: reviews of the complaint history, device history record, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the outer catheter/cannula, with some of the catheter/cannula material remaining in the hub. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU cautions the user not to attempt to insert or withdraw the wire and/or introducer if resistance is felt. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the access site was scarred/calcified from previous procedures. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a below-the-knee procedure involving angioplasty and shock wave treatment in the superficial femoral artery, the hub separated from a micropuncture transitionless stiffened cannula access set's outer cannula upon removal of the device from the patient. The left common femoral arterial access site was calcified from multiple prior procedures, and previously placed arterial closure devices were visible. The complaint device was advanced and removed through a previously placed closure device. Resistance was encountered upon removal of the device and the hub separated. A hemostat was used to remove the cannula from the patient and the procedure was completed. An unknown larger sheath was also reportedly difficult to remove from the access site during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation = inventory manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional/ corrected information: b5, d9. H3, h6 (annex a & g): upon return and initial evaluation of the device, part of the sheath/cannula material remained in the separated hub of the outer cannula. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the device, part of the sheath/cannula material remained in the separated hub of the outer cannula.